Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of unspecified tissue injury, as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported tissue injury cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the suspected leaflet tear. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was implanted without issue. However, after clip deployment a remaining jet was observed coming through the posterior leaflet that was not initially there. A posterior leaflet tear was suspected. No additional clips were implanted. Mr was reduced to 2. No additional information was provided.